Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during laparoscopic excision of lesion of uterus, the plastic part of the expandable sleeve was found to be peeled and frayed. The fiber seemed to be exposed. To complete the case, they did nothing. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator was received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. The trocar and cannula appeared intact. The envelope seal and circular seal appeared intact. The insufflation port appeared intact. The distal end of the radially expandable sleeve was frayed. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the frayed distal end of the radially expandable sleeve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.